Manufacturer narrative:
There is no indication of any system or component failure. Explant was performed in preparation for another procedure per the patient's request.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat knee pain. In (B)(6) 2024 the firm was notified that the patient had decided to move forward with joint replacement and would need to have the nalu system removed prior to the procedure. A full system explant was performed on (B)(6) 2024.